Event description:
It was reported to medtronic neurosurgery that when the surgeon implanted the valve, connected it to the catheters, and pressed the reservoir, no cerebrospinal fluid flowed. They reported that there was a small hole in the valve. A new shunt kit was used to finish the surgery. It was also reported that the patient was overall ok.

Manufacturer narrative:
The valve, ventricular catheter, and peritoneal catheter were all patent. They all met requirements for the leakage test as well. The valve met all of the requirements for the siphon, reflux, pressure-flow, and preimplantation tests. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. (B)(4).